Manufacturer narrative:
The device remains implanted and delivery catheter was discarded by hospital facility, therefore, product evaluation could not be performed. Non-dicom .jpeg images were provided for evaluation. A broken deployment line could not be evaluated through review of the images. The reported wire failure was dismissed through imaging evaluation. Cause of the event cannot be established based on the available information. Further information regarding this event was requested by gore, but no further information has been reported, therefore this investigation is considered complete.

Manufacturer narrative:
H6: add component code.

Event description:
The following was reported to gore: on (B)(6) 2021, a patient was to be implanted with a 11mm x 10cm gore® viabahn® endoprosthesis with heparin bioactive surface (viabahn device) to treat left subclavian vein occlusion.

Manufacturer narrative:
A review of the manufacturing records indicated the lot met pre-release manufacturing specifications. Imaging evaluation: the initial angiogram demonstrates what appears to be significant irregularities. Image depicts undeployed vbh device within the vein. There appears to be a partially deployed vbh within the vein. The stent appears bunched or folded consistent with difficult deployment and excessive pulling on the deployment line. The deployment line is not visualized radiographically and can not be evaluated using radiographs. The stent appears completely deployed. The stent still appears bunched or folded. The vbh device appears to contain delamination. The wire frame does not appear to be broken although the stent rows are no longer nested close to each other. An additional vbh device appears to be inserted within and distal to the previous stent¿s irregularity. Completion angiogram which appears to demonstrate a patent device and vein. Non-dicom .jpeg images provided for this evaluation contain no patient name or study dates, etc. The images received cannot be used to perform a full imaging evaluation because they do not meet the dicom standard. Gore cannot guarantee all key findings have been captured or that the findings are accurate.

Manufacturer narrative:
Cbas® heparin surface incorporates cbas-heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. Per the gore® viabahn® endoprosthesis with heparin bioactive surface instructions for use (IFU), intended use / indications, the gore® viabahn® endoprosthesis is indicated for improving blood flow in patients with symptomatic peripheral arterial disease in superficial femoral artery lesions up to 270 mm in length with reference vessel diameters ranging from 4.0 ¿ 7.5 mm. The gore® viabahn® endoprosthesis is indicated for improving blood flow in patients with symptomatic peripheral arterial disease in iliac artery lesions up to 80 mm in length with reference vessel diameters ranging from 4.0 ¿ 12 mm.

Event description:
The following was reported to gore: on (B)(6) 2021, a patient was to be implanted with a 11mm x 10cm conformable gore® viabahn® endoprosthesis with heparin bioactive surface (viabahn device) to treat left subclavian vein occlusion. During the procedure, the viabahn device was advanced to target lesion. Physician initiated the deployment, resistance was felt and the deployment line got stuck, physician found that viabahn device was not fully expanded, most of the device was expanded but small part of device proximal end was not expanded. The deployment line was tried to be pulled, in the meantime, physician found viabahn device was broken at 1/3 near distal end (approximately 1/3 according to the pic provided) and the deployment line was broken. Physician used a filter to cut the deployment line near proximal end of viabahn device, and viabahn device completed fully expansion. The remaining deployment line was fully removed from patient with the filter. Another 11mm x 10cm conformable gore® viabahn® endoprosthesis with heparin bioactive surface was successfully used at the broken position near distal end of previous viabahn device. The procedure was completed. Patient tolerated the procedure and was doing well.